Manufacturer narrative:
This report is submitted july 4, 2017.

Event description:
Per the patient's surgeon, it was reported that the patient underwent revision surgery on (B)(6) 2017, due to a tip fold-over of the electrode array during initial implantation. The electrode position was successfully corrected during revision. The implanted device remains insitu.